Event description:
The leaks in the mask are excessive and it has started to affect rptr's sleep. A co therapist made rptr a custom mask. It didn't work. A month later co sent another therapist to make another custom mask and it didn't work. Finally co delivered a circuit mask as the solution to rptr's complaint. It appears that co does not want to modify the existing mask design or incorporate the suggestions that rptr has made because the FDA will not approve it. Co has tried unsuccessfully to make two custom masks that do not require FDA approval. Elastic harness rubber breaks down. Swivel leaks. Bottom of mask leaks. Muffler hole baffle, has black particles. It seems every item rptr receives varies one from another. The seals split at the bridge of the nose. Rptr has had to modify the mask to contain the air leaks between the mask and the face so that it works for its intended purpose. (*)